Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09uly, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va09uly, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient fell and broke their leads. They had an appointment to get the device reprogrammed and while checking, they found two of the leads were broken. The urologist determined this on (B)(6) 2015. Because of this, the patient had been experiencing a return of symptoms. They tried changing programs but did not have success. The patient planned to have device explanted but was not sure when. The patient had botox on (B)(6) 2015 and a follow-up appointment. The symptom reported was a loss of bladder control. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.